Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical generator unit (iesu) was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue was confirmed through system logs, which recorded errors c-34 and m-11 on 04-sep-2025. Visual inspection showed the unit to be in good cosmetic condition. During system testing, the erbe displayed error c-34, indicating that the high-frequency voltage was too low in the on state at startup. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on field evaluation and failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the erbe vio faulted repeatedly. Site discontinued use and switched to the force triad generator as a backup to continue the procedure. System logs confirm errors reported by the erbe vio. The procedure was completed with no reported injury.